Manufacturer narrative:
The pump was not returned to (B)(4) for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned (B)(4) was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to (B)(4).

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering or alarming. The initial reporter also stated that there was no medical intervention required as a result of the delay. She stated that her son is able to eat solid food, and they fed him in the morning to make up for the missed feeding during the night. She stated that her son was "doing just fine" after the missed feed. (B)(4).